Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by patient registry, approximately 2 months and 20 days post implantation of a 26mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is due to streptococcus sanguinis endocarditis. Per medical record review, the valve was explanted due to an infected tavr valve with vegetation, and a 23mm edward surgical valve was implanted. The patient had also demonstrated evidence of pseudoaneurysm with discontinuity of the mitral valve to the aorta within the noncoronary sinus. Due to the discontinuity of the aortic annulus, an aortic root replacement was performed. Blood cultures taken were positive for streptococcus sanguinis, and a transesophageal echocardiogram (tee) demonstrated large vegetation in the tavr prosthetic leaflet, attached to mitral aortic intervalvular fibrosa. Periprosthetic abscess was noted with paravalvular aortic insufficiency (ai). No vegetation in the mitral, tricuspid, or pulmonic leaflets. The patient received 7 days of daptomycin and received ceftriaxone. Streptococcus sanguinis is an abundant oral commensal which can cause disseminated human infection, if it gains access to the bloodstream. The complete heart block that required a permanent pacemaker (ppm), appears to have been related to, and caused by the endocarditis and the abscess and pseudoaneurysm with discontinuity of the mitral valve to the aorta within the noncoronary sinus, which required an aortic root replacement with a graft conduit.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: h6 (investigation findings, and investigation conclusions). As reported by patient registry, approximately 2 months and 20 days post implantation of a 26mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explant is due to streptococcus sanguinis endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest streptococcus sanguinis endocarditis caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.